Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced difficulty to deflate an ambicor penile prosthesis (app) leading to the device being removed and replaced with an inflatable penile prosthesis (ipp). There were no patient complications.